Event description:
The implantable neurostimulator was intermittently responsive to telemetry attempts by the pt programmer, and recharger. The pt was at times unable to turn the device on or off as needed. The pt was seen in clinic. Several physician mode recharges were done and the battery voltage increased from 4.035 to 4.09. There were no alarms or power on reset warnings. The device was reprogrammed. After reprogramming, there was telemetry issues with the physician on the pt programmer. A poor communication' message occurred on the pt programmer. The pt went home and tried physician recharges with intermittent success. A new pt programmer was ordered for the pt. The pt returned to clinic and there was good communication between the implantable neurostimulator and new programmer for about 5 minutes, after which the device locked out. Another 'poor communication' message was seen on the programmer. The device was replaced. At explant, the leads were behind the stimulator and didn't seem to be causing any interference across the battery. Additional info regarding pt outcome has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The neurostimulator and another device have been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.